Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was not known. Customer delivered a correction bolus via pump to address bg level. Reportedly, at time of event, customer's bg level was gradually dropping.